Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported via a literature article entitled "video-assisted treatment of thoracolumbar junction fractures using a specific distractor for reduction: prospective study of 50 cases" that the clinical and radiological results of 50 patients operated between april 2000 and march 2006 with a video-assisted anterior approach using an endodistractor for reduction and consequent insertion of the implant were studied. 19 women and 31 men were treated; mean age was 43.3 years old. It was reported that 4 patients suffered nerve damage, 1 patient suffered a lung infection but had complete recovery, and 5 patients suffered pulmonary atelectasis (that regressed within 2 months). No further details are known at this time.